Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the monitor's rear response button was not working and the monitor was unable to communicate with an electrode belt. The cause for the response button failure was isolated to corrosion on connector j1005 in the monitor. The cause for the electrode belt communication failure was a damaged electrode belt receptacle. The receptacle was broken free from the monitor enclosure, damaging wires. The root cause for the corrosion was ingress of an unknown liquid. The root cause for the damaged electrode belt receptacle was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor's response buttons weren't working.